Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument conductor wire was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. N thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was loss of cautery associated to the damaged cable. It is unknown if any thermal damage or arcing was observed. It was unknown if there was any instrument collision. There are no photographic images/videos for isi review.

Event description:
Refer to h11 for follow-up information.